Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sutures were found to be loose and were not attached to the needle. Hemostasis was achieved using a second device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was not returned. Review of the device lot history record found nothing relevant to this event.